Event description:
The manufacturer received information alleging a ventilator failed testing and an issue with the a/c inlet connector was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. During evaluation, the device was found to be contaminated with a foreign substance. The device's blower motor, a/c inlet connector and flow sensor assembly needs replaced to address the issues.